Manufacturer narrative:
Investigation ¿ evaluation: the complaint device was not returned; therefore, no physical examinations could be performed. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, investigation has concluded that the device failure was likely due to the patient¿s reportedly tortuous anatomy. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 27aug2019. As reported, the sensor delivery device was unable to be retracted back into an unknown cook 12fr sheath. The sheath and the sensor delivery device were then withdrawn "in tandem". Per the performing physician, no vascular complications occurred. The patient reportedly had tortuous anatomy that was described as having contributed to difficult delivery system advancement. No further information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number: unavailable as the device lot number, rpn, and gpn are unknown. Per the initial reporter, it is unknown if the device will be returned. Concomitant products: abbott cardiomems and command 0.014 inch wire. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during the implant of another manufacturer's heart failure sensor performed on a patient of unknown demographics, an unknown cook 12 fr sheath was unintentionally removed separately from a delivery system. The procedure was initially abandoned due to difficult advancement of an unknown delivery catheter on another manufacturer's 0.014 inch guidewire. The sheath and delivery system were removed separately, and damage was noted to the patient's femoral vein following removal of the sensor delivery system. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.